Manufacturer narrative:
On (B)(6) 2013, (B)(4) distributed a field safety notice recalling main boards, with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.

Event description:
Subsequent to receipt of the field safety notice, the site reported the following: the main veris monitor had powered down during an exam in which the pt was anesthetized. The power had to be recycled and the exam was completed without event.